Event description:
It was reported that valve was explanted after one day implant duration due to mitral insufficiency and regurgitation from suture loop at commissure post that interferred with leaflet motion. No further information was provided.